Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy and was hospitalized. It was found that there was t-wave oversensing on the right ventricular (rv) lead and there was also low r-waves of which the rv lead was unable to be programmed any lower. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.